Event description:
A malfunction on the pump was reported by the caller, identified with the malfunction code malf 15. There was no adverse impact on the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.